Event description:
A customer reported to beckman coulter (bec) that the unicel dxc 600i synchron access clinical system leaked inside the closed tube aliquotter (cta) and generated qns (quantity not sufficient) error messages. The customer observed fluid near the sample rack carousel and to the left on the baseplate below. The customer noted that the aliquot probe had stripped threads, preventing tightening of the probe. The leak was approximately 50ml and was contained within the instrument. The customer was wearing gloves and a lab coat at the time of the incident. There was no report of injury or exposure to open wounds or mucous membranes, and medical attention was not sought. The material data safety sheet (msds) was not reviewed, but the facility has an exposure control plan. There was no impact to patient results or treatment. The customer requested service but later cancelled as the customer resolved the issue by replacing the aliquot probe.

Manufacturer narrative:
(B)(4).